Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was off the sensor for two weeks, due to sensor causing an infection at the site. Customer stated the site was red, sore, and infected. Customer's doctor treated the infection with an injection and was on antibiotics. Customer was not sure if the site was the sensor or the infusion set. Infusion set was changed every three to four days and the sensor every six days. Customer prepped with alcohol. Customer kept the site sterile and washed his hands. Customer's blood glucose level was 180 mg/dl. Customer is still on the insulin pump. No further information reported.